Event description:
It was reported that a patient data (pd) error was observed upon interrogation, for this subcutaneous implantable cardioverter defibrillator (s-ICD). This patients name and lead information was missing, the information was re-entered, and it was confirmed that the alert disappeared. A request was made to have data from this device analyzed. Data analysis confirmed the error was related to the loss of patient data and does not affect treatment. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.